Manufacturer narrative:
Upon further investigation, the following has been reported: that the reported issue was observed during pre-use testing. Therefore, this complaint no longer meets reportability requirements.

Manufacturer narrative:
Date of report: 07jun2021. There was no patient involvement.

Event description:
It was reported that the ventilator was showing low vte or tidal volume. There was no patient involvement. The service engineer tested the ventilator and determined it needed to be calibrated during extended self-test (est). The service engineer calibrated during est and the problem was resolved.